Event description:
It was reported to boston scientific corporation that a radial jaw 3 max capacity single-use biopsy forceps would not bite properly and would not cut the specimen, but tear it. According to the complainant, another radial jaw 3 max capacity single-use biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event. The patients condition after the procedure was reported to be "satisfactory/good".

Manufacturer narrative:
A visual examination of the returned device found no obvious defects. During a functional examination, the device exhibits complete closure and proper alignment upon handle actuation. The forceps takes proper bites during functional testing using the loop test fixture and an olympus scope. The device meets engagement and alignment specifications: the reported failure could not be replicated or confirmed. A review of the device history record for the pertinent lot was performed, no anomalies related to the reported complaint were noted. A search of the complaint database revealed no other complaints reported for this device lot.